Event description:
The account stated that the cell-dyn 3200 analyzer is generating erratic wbc results on many samples for the same patient. The sample was tested on the edta tube and the results were; nwbc - wbc = 3,000, rbc = 4.64, hgb = 13.8, platelets = 264. There was no error message, but when tested on the citrate tube, the results were wbc = 5,000; rbc = 4.09; hgb = 12.2; platelets = 181. The edta tube was retested and the wbc result was wbc = 6,160, without an error message. The citrate sample was then retested and the results were; wbc = 2,450 with nwbc, ig band, dflt there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, a customer from (B)(6) reported a reproducibility problem on one (1) patient sample with the cell-dyn 3200 instrument. The result obtained with an edta tube were 3000 k/ul for wbc, 4.64 m/ul for rbc, 13.8 g/dl for hgb, and 264 k/ul for plt. The result obtained with a citrate tube, with no error message, were 5000 k/ul for wbc, 4.09 m/ul for rbc, 12.2 g/dl for hgb, and 181 k/ul for plt. Repeat run for the sample in the edta tube had a wbc result of 6160 k/ul. A repeat run of the sample in the citrate tube gave a wbc result of 2450 k/ul with nwbc, ig, band, and dflt flagging. The last monthly maintenance performed on the instrument was on (B)(6) 2009. Background was correct. The customer reported that on wbc x-b all graphs were too low and on rbc x-b mcv and mch were low and mchc a little high. The customer cleaned the open mode sample aspiration probe and adjusted wbc x-b gains. The previous woc gains were 2150, 1500, 1900, and 2800; new woc gains were 2405, 1791 and 2076 (>2500 optical problem). The customer ran reproducibility in open and closed modes after cleaning the needle and adjusting the rbc x-b. The rbc x-b and wbc x-b were in range. The most probable cause of the reported issue was due to the laser drifting. The instrument was performing within specifications and no further investigation was required. The cell-dyn 3200 system operators manual, list number 06h60-01, revision n, under section 10, troubleshooting and diagnostics, page 10-27, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 11, quality control, quality control guide, pages 11-24 through 11-26, provide troubleshooting guidelines for x-b rbc and x-b wbc. Section 9, service and maintenance, daily maintenance procedures, pages 9-15 through 9-16, provide instructions for cleaning the aspiration needle. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported incident. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.